Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary user was not able to see the patient on pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patient could not be seen in the station. A technical support specialist confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.